Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a broken power cord was confirmed and reproduced during evaluation. The cause of the reported condition was attributed to mishandling but a definitive root cause is unknown at this time. The power cord was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken power cord; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the broken power cord was due to a damaged ac power cord.